Event description:
The left upper frame on the walker allegedly buckled, causing the consumer to fall. The consumer is allegedly experiencing numbness on his knee as a result. MFR contacted user on 11/11/08 and during this conversation, consumer advised they went to the dr and were told they had torn a muscle in their leg.

Manufacturer narrative:
User reportedly had gotten up at 2am had traversed to their bathroom and while returning to bed they allege the device bent and they fell. MFR spoke with user on 11/11/08 and indicated they visited a dr. Past history with similar products indicates that user instability and sudden/improper device loading is the most likely cause of this incident. Malfunction has not been established. MDR filed based on new info of an alleged doctors visit.